Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead noise resulting in oversensing was observed. In addition, the pacing lead impedance was decreased and out of range. No intervention was performed, the patient will be monitored more frequently. The patient was stable.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
Additional information received indicated that the right ventricular lead was inactivated and replaced in order to resolve the event.